Event description:
On (B)(6) 2013, it was reported that the patient was hospitalized for dka and dehydration. Allegedly the patient exhibited signs and symptoms of dka including nausea, emesis, extreme thirst and urination, and fatigue for 3 ¿ 4 days prior to admission to the hospital. Blood glucose (bg) was reported to be >700mg/dl upon admission. According to the patient, insulin pump therapy was discontinued in favor of an intravenous insulin drip. The sequence of events was described by the reporter as follows. The pump began to produce occlusion alarms on (B)(6) 2013, during bolus and basal insulin delivery. The patient confirmed that the pump was primed after each alarm, insulin drops were seen at the end of the tubing, and the remainder of the bolus was delivered. At the same time the patient reported becoming sick; bg ranged between 100mg/dl and over 500mg/dl. The bg decreased after a bolus and would then increase a few hours later. The patient replaced the infusion set 4-6 times; no bent or kinked cannula or tubing was observed. The last infusion set change before admission was on (B)(6) 2013. There were no other alarms in the history. This complaint is being reported because the patient claimed that the pump under delivered insulin in an unspecified manner and caused the hospitalization.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/23/2012 with the following findings: a review of the black box history revealed multiple ¿occlusion¿ alarms. The pump was able to successfully prime with no issues. The pump was exercised for 24 hours; no ¿occlusion¿ alarms or any delivery issues were noted. The force sensor was found to be within calibration. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. An ¿occlusion¿ alarm was induced during testing; the pump gave the appropriate audible and visible alert. During testing the reported ¿occlusion¿ alarm issue was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.